Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to hospital after having some problem with the device. After the patient had fire alarm installed at home, which transmits rf signals, patient felt palpitations and tachycardia followed by a number of shocks. Subsequently, patient felt dizzy, fell down and ICD became hot. Follow-up in hospital next day revealed that the pocket was optically inconspicuous and was very sensitive to pain. Review of session records showed no device malfunction and no shocks being delivered. All measurements were within normal range. Patient's condition was stable.